Manufacturer narrative:
There is no additional information available at this time. Should further information become available, this report will be updated.

Event description:
Boston scientific received information that during a procedure, the hospital staff was attempting to use functions in the ep test screen to convert a patient from ventricular tachycardia (vt), however due to time lapse, external defibrillation was required to convert the patient's arrhythmia. No additional issues were reported.